Event description:
On 16-jan-2026, a sales representative reported via email that two ar-3740sp double loaded knotless knee fibertak anchors pulled out during a let knee procedure performed on (B)(6) 2026. The surgical team relocated the fixation sites and successfully implanted an additional ar-3740sp anchor, which held as intended. No patient harm was reported. Additional information was requested on 20-jan-2026. Additional information was received on 22-jan-2026: the procedure was delayed approximately 5¿10 minutes while attempts were made to place additional anchors. No additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.